Manufacturer narrative:
Based on the available info, this event is deemed a serious injury. From a clinical perspective, a causal relationship between the active 1 pc -drainable invisiclose drain pouch and this event is deemed possible, because the product in use is temporally associated with the skin where the problem occurred. According to the pt, the red rash comes and goes and that the irritation improves upon application of clotrimazole cream. In addition, pt reports that the release paper, with blue cutting lines, on the pouch are off center so cutting and proper sizing is difficult. Due to this difficulty in cutting and proper sizing, a gap is left at the bottom which exposed the peristomal skin to fecal matter. A pre-cut sample has been sent to the pt. The end user also uses skin prep. No additional event/pt details have been provided to date. A return sample for evaluation is not expected. (B)(4). Note: the actual date of event is unknown, so the date used was the date convatec became aware.

Event description:
End-user reports that 3 days ago, during her pouch change, the skin presented with a red irritated rash located at the left lower quadrant peristomal skin area at the 6 o'clock position.